Event description:
It was reported that this lead has rising impedances and thresholds since (B)(6) 2016. The device remains implanted.

Manufacturer narrative:
Noise on far field channel aligned with noise on ra lead. Rv pacing impedance slowly trending from about 1200 to 1400 ohms over the last 5 months. No noise was noted on the rv channel. Lead remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.